Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed stoma site abscess and was admitted to hospital. Patient also had clostridium difficile infection (c. Diff). It was reported that the patient had a drain placed. The peg -j tube will be removed and duopa therapy will be discontinued.